Event description:
The customer reported that the unit has a problem with the image processing which restarts spontaneously.

Manufacturer narrative:
(B)(4). The investigation found that the customer informed us of a power outage. The field service engineer (fse) reported that the unit has a problem with the digital which restarts spontaneously as a result the disc image was reformatted. In addition, one of the panels in the camera control cabinet fails intermittently, which required replacement of the idm board.